Event description:
24 hrs postoperatively, the pt complained of slurred speech and had evidence of left-sided facial and let upper extremity weakness. Carotid arterial doppler study showed nonocclusive plaques. CT of the brain was negative. The clinical impression was that the pt had a "small" embolic stroke possibly related to a "valve particle" or thrombus. Over the next 48 hrs, the pt's speech normalized and their facial and upper extremity weakness improved "significantly". (Avert).